Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant of a new right ventricular (rv) lead, the patient experienced mild basilar atelectasis which were likely tiny bilateral pleural effusions. No additional information could be obtained. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.